Event description:
A surgeon reported that during vitrectomy surgery, the vitrector did not cut, but it did irrigate and aspirate. The vitrector was replaced and the surgery was completed with no pt harm.

Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. All probe components are 100% visually and functionally inspected by trained operators during manufacturing. The root cause cannot be determined. (B)(4).